Manufacturer narrative:
This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .035¿ 9.0 x 29 x 80 palmaz genesis on opta pro balloon expandable stent delivery system was ¿placed, expanded, then slid halfway up; could not be placed precisely then it had to be stretched again in the wrong place¿. The same happened with the second palmaz genesis balloon expandable stent. The target lesion is the common iliac artery which was calcified and stenosed with femoral ipsilateral access. A contralateral approach was used. There were no difficulty experienced in prepping the device. The devices was stored and handled per the instructions for use (IFU). The devices were not kinked or bent at any time. The stents were properly mounted on the system when inspected prior to use. The stents sds was prepped according to IFU guidelines. The size sheath was 7f cordis sheath with 0.035 unknown guidewire. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced. There were no problems noted during inflation of the balloons. The devices will not be returned for evaluation. No other information was provided.

Manufacturer narrative:
An .035¿ 9.0 x 29 x 80 palmaz genesis on opta pro balloon expandable stent delivery system (sds) was ¿placed, expanded, then slid halfway up; could not be placed precisely then it had to be stretched again in the wrong place¿. The same happened with the second palmaz genesis balloon expandable stent. The target lesion is the common iliac artery which was calcified and stenosed with femoral ipsilateral access. A contralateral approach was used. There were no difficulty experienced in prepping the device. The devices was stored and handled per the instructions for use (IFU). The devices were not kinked or bent at any time. The stents were properly mounted on the system when inspected prior to use. The stents sds was prepped according to IFU guidelines. The size sheath was 7f cordis sheath with 0.035 unknown guidewire. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced. There were no problems noted during inflation of the balloons. No other information was provided. The products were not returned for analysis. A product history record (phr) review of lot 82174118 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent inaccurate placement¿ could not be confirmed as the devices were not returned for analysis. Procedural imagery was not provided for review. The exact cause could not be determined. Vessel characteristics of calcification and stenosis (degree unknown) may have contributed to the reported event. It is unknown whether the lesion was prepared prior to stent implantation. If a lesion is not predilated it is difficult to determine the exact nature of the lesion and how it will interact with the stent during implantation. If the lesion is highly resistant it may cause the sds to move away from the lesion and be implanted adjacent to the target lesion inadvertently. This is a possible scenario in this case. According to the safety information in the IFU ¿generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Note: if the physician determines that predilation is necessary, standard pta techniques may be used.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.